Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod longer than 48 hours on unknown location. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.